Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The j702 trunk cable connector on the distribution node pca was physically damaged. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn 07036712 has been completed. The reported problem (response buttons do not activate) has been confirmed. As received, the rear response button cover was missing and the front switch was contaminated. The cause of the inability to activate the device is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. In addition, it was found that the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 output being 0v when the belt was connected. The root cause for the defective u612 component was due to the damage to the belt. No adverse event resulted from the defective monitor. Monitor manufacturing date is 02/15/2016. Belt manufacturing date is 04/07/2014.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and that the monitor response buttons were not functional.